Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a hit on the head (not near the implant) in the gym in 2023. However, bleeding was found in the canal. After the blow, the user only felt stiffness in his eye and at the corner of his lips.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user was hit on the head (not near the implant) in the gym in 2023. However, bleeding was found in the ear canal. After the blow, the user only felt stiffness in his eye and at the corner of his lips.